Event description:
Note: this report pertains to second of two dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on february 3, 2023. During the procedure, the cutting wire of the dreamtome rx 44 broke. A second dreamtome rx 44 was used and had cut far enough; however, the cutting wire also broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the physician was already satisfied with the cut of the second device, and he decided to complete the procedure using the second dreamtome rx 44. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was energized when not in contact with tissue; however, according to the instructions for use (IFU), "precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was kinked and blackened, and the working length was torn from the end of the rx channel to the tip. No other problems with the device were noted. The reported event of cutting wire broken was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated due to not maintaining direct and constant contact with the tissue when applying electrocautery current. A labeling review was performed and based on the information that the technician mentioned that the device was energized when not in contact with tissue, this device was not used per the instructions for use (IFU)/product label as the IFU states "it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury." Once the cutting wire breaks, any attempt to remove the device from the scope can lead to hit the working channel of the scope with the broken section and consequently, kinking the cutting wire. It was also found that the working length was torn from the end of the rx channel to the tip, which is typically caused when the user pull/remove the guidewire through the c-channel, also by the technique used during loading/removing the guidewire into the device could cause the catheter gets torn. Based on all gathered information, the most probable root cause of this complaint is "failure to follow instructions" since there was evidence that the customer did not follow the device instructions for use. Block h2 (additional information): block d4 (lot number, expiration date), and block h4 (device manufacture date) have been updated based on the additional information received on february 21, 2023.

Event description:
This report pertains to second of two dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the dreamtome rx 44 broke. A second dreamtome rx 44 was used and had cut far enough; however, the cutting wire also broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the physician was already satisfied with the cut of the second device, and he decided to complete the procedure using the second dreamtome rx 44. There were no patient complications reported as a result of this event. The complainant reported that the device was energized when not in contact with tissue; however, according to the instructions for use (IFU), "precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury."

Manufacturer narrative:
Lot #, device manufacture date: the reported batch/lot 30546366 does not match with the reported upn and the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0401 captures the reportable event of cutting wire broken.